Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action.  Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. Concomitant medical products: product ID d224trk ICD, implanted: (B)(6) 2010. (B)(4).

Event description:
It was reported that during a device replacement procedure, it was noted that the left ventricular (lv) lead was insulation damaged/nicked. The insulation was repaired and the lead remains in use. It was further reported that the right ventricular (rv) lead had chronic high thresholds. The parameters on the lead were reprogrammed and the lead remains in use. No patient complications have been reported as a result of this event.